Event description:
It was reported that after a routine dual chamber device placement, the physician performed an ablation. While passing the ablation catheter both the atrial and ventricular lead were dislodged. The atrial lead was repositioned and remains in use. The ventricular lead was explanted and a new ventricular lead was implanted. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned. No anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation breached cut and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned. No anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation breached cut and there was apparent explant damage.